Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: sample was returned for evaluation. The product was found to leak between the manifold and 10" tube. Visual examination of the leaking area observed delaminating at the manifold and 10" tube bonding joint.